Event description:
It was reported that during inspection of the facility's stock of jag precursor st and jag precursor st guidewires the tip abnormalities were discovered. During inspection, it was discovered that the tips of the guidewires appeared 'sharpened" as if they had been "cut obliquely". The tip of the guide wires also appeared "more angulated than normal" during experimental cannulation of the device. The hydrophilic tip was measured to be longer than 5cm, almost 5.5cm; longer than the other "normal" jagwire. The devices were not used in a patient procedure and did not contact a patient.